Event description:
During a laparoscopic abdominal hysterectomy procedure, physician was not able to fully coagulate uterine artery petical. Sutured to effect seal and complete the case. Device was discarded and not available for analysis.